Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The reported patient effect of tissue damage (chordal rupture) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from the posterior leaflet, and remained attached to the anterior leaflet resulting in a chordal rupture. Two additional clips were implanted to stabilize the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, with a leaflet coaptation gap. The first clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was deployed and the mr was reduced to 1. After the deployment, and after 5 heart beats, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was observed that there was a chordae rupture on the posterior leaflet. Two additional clips were implanted to stabilize the slda clip and reduce the mr. The second clip was implanted on the lateral side and the third was implanted on the medial side, reducing the mr to 1. No additional information was provided.